Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 467 mg/dl. The current blood glucose was 285 mg/dl. Customer treated for high blood glucose insulin pen. Based on customer report customer does not allege pump was under delivering. Run load reservoir and fill tubing with current set. Customer reports insulin exited at the quick set release. Customer had high blood glucose troubleshoot and bent cannula troubleshooting. Customer reports the infusion set cannula was bent. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.